Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 094451 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 094451 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed (B)(6) related to lot number 094451 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a fingerstick whole blood sample tested with the alere determine hiv 1/2 ag/ab combo. The patient then had a (B)(6) result with the (B)(6). The alere determine hiv 1/2 ag/ab combo was performed again on a fingerstick whole blood sample and a (B)(6) result was obtained. The customer confirmed that all testing took place on the same day. The conflicting results of the two alere determine hiv 1/2 ag/ab combo tests suggest a malfunction may have occurred with one of the tests.